Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. The dreamstation CPAP was returned to the service center for evaluation, and visible foam degradation was not observed. Additionally, the device was scrapped. In this report, box h has been updated/corrected.